Event description:
It was reported that low pacing impedance was noted. Externalized conductors were noted via fluoroscopy. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.